Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000319 ; product ID: bi71000167 h3: a medtronic representative went to the site to test the equipment. The mvs power cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned cable. The cable was noted to be damaged and missing the cover locking lever. It passed bench test and continuity test. When installed in a test system it functioned normally. H6: b01, c02 and d02 apply to the system checkout and cable. B17, c20 and d15 apply to concomitant product ID: bi71000319 this regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system started but the blue leds of the panel detector and tube blinks. It was not possible to take x-rays. After closing the image acquisition system (ias) app in the remote desktop and opening it again the issue disappeared. The next step was to replace the cable assay.